Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter ,there was unanticipated tissue loss. There was tissue damage as a result of this problem. The surgical time was extended 30 mins or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted that the adapter was received with the reload attached. There were no abnormalities otherwise. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap gastric bypass, the knife blade would not retract from the stomach. The surgeon attempted to disconnect the reload from the handle of the device, but was unsuccessful. To correct the issue, the surgeon had to resect the reload with another stapler. No further injury.